Event description:
It was reported to philips that the wired foot switch of the system was defective. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the electro-physiology procedure was completed as planned by using wireless footswitch. It was reported that wired footswitch was failing. The philips service engineer (fse) went onsite and confirmed the cable pedal failure. The philips engineer replaced the wired footswitch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using wireless foot switch. Due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.